Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod. While "outside playing," the pod fell off, thus, the cannula dislodged from the infusion site.

Manufacturer narrative:
The pod was received with the soft cannula not deployed. The download data showed that the pod had been deactivated by the user at the end of first prime. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The soft cannula could not become dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed.